Event description:
It was reported that a patient underwent an obturator sling procedure on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient the patient underwent mesh implantation with concurrent stress urinary incontinence. It was reported that patient underwent explantation surgery on (B)(6) 2001 and (B)(6) /2012 due to pain, erosion, and infection. No further information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with reduction of cystocele due to cystocele and pelvic pain.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided.